Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer¿s insulin pump alarmed motor error and failed the displacement test. Troubleshooting was performed. The anomaly was confirmed, and the insulin pump also was rusted and corroded at the battery compartment. No further information was provided.